Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was plugged in and became red hot even when the toggle switch was not being activated. The device was smoking and "buzzing." A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factor for eval. It showed signs of clinical usage; there was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply extension cable; the device did not pass the pre-cautery test as it remained activated. The handle of the device was opened to verify connections; there was contamination on the switch body, the lever, and the actuator of the micro switch that is consistent with soldering flux when observed under magnification. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the eval results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was nonconformance recorded in the lot history. (B)(4).